Event description:
It was reported the subject device displayed no image and exhibited e226, e227. The event occurred during sedation of the unspecified procedure. There was a less than 30-minute delay in the procedure and the event was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of light-emitting diode unit (led u), light intensity of normal light does not meet the standard value. Based on the results of the investigation, the most probable cause for the reported malfunction could not be identified. The most probable cause for the reportable malfunctions identified during the device evaluation, is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.